Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms with no message on the screen. The patient switched to their backup pump. No adverse patient effects were reported.